Manufacturer narrative:
This is a malfunction that has been reported to fisher & pakel healthcare. The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The device was visually inspected and tested. Results: the slit on the duckbill valve for the suction tube was not closing completely when the suction tube was removed, which would account for the experienced leak. Conclusions: the device was out of specifications. We are aware of other similar complaints for pt breathing circuits. The occurrence rate is approximately 0.0031% worldwide for the last year. The tooling and the supplier of this product has been changed to improve the overall performance of the duckbill valve and reduce failure rates.

Event description:
Reporter reported that an rt226 neonatal heated breathing circuit was leaking air from the suction port valve. No pt consequence was reported.